Event description:
Upon incoming inspection of this loaner device after return from a customer, the defibrillator was found to have no display. There was no pt involvement with this reported malfunction.